Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected system onsite and confirmed that it was stuck on the boot screen displaying "x ray system starting up." Upon troubleshooting, the fse identified the software was malfunctioned. To resolve the issue, the fse reloaded the software from the scratch. After reloading the software, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.